Event description:
On (B)(6) 2012, patient reported 7-8 infusion sets from the same lot leaked insulin over the past 2 weeks. He discovered the leaks due to elevated blood glucose, by smelling insulin, or when his clothes became wet with insulin. His blood glucose was elevated on the day of the report, and he noticed wetness around the hard plastic piece of the infusion headset. The headsets are inserted in his abdomen with an insertion device. He practices site rotation and hears an audible click when the headset is connected to the tube. The infusion sets were replaced and requested for evaluation. Follow-up was completed with the patient. He reported his blood glucose elevated as high as 482 mg/dl, and his normal range is below 200 mg/dl. He was able to treat hyperglycemia with insulin injections.

Manufacturer narrative:
No product was returned for evaluation. The reference samples were visually inspected and tested for flow and leakage, and all test results were within specifications. Device was not returned to manufacturer.

Manufacturer narrative:
(B)(4).